Manufacturer narrative:
Gtin number for item (B)(4). Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that an 240ml infusion of ocrevus (300mg) was titrated to infuse at 30ml/hr for 15ml. The next titration was initiated at 12:01 at 60ml/hr for 30ml. Both programmed infusions were verified and double checked by 2 rns. At 12:30, the pump alarmed indicating the bag was empty however the 3rd titration of 90ml for 45ml had not occurred as expected. The pump indicated the patient received 60.55ml of the 240ml infusion even though the bag was empty. The facility's biomed department reported their testing of the pump indicated a "check IV error" had occurred and they replaced the bottle side pressure sensor. There was no patient harm.

Manufacturer narrative:
The customer¿s report of an overinfusion was not confirmed or replicated. The pcu event log showed that the pump module was programmed on (B)(6) 2017 to infuse ocrelizumab 300mg/250ml. The log shows 3 programming entries that completed for a recorded total volume infused of 60.283ml (a vtbi of 15 ml at 999 ml/hr, a vtbi of 15 ml at 30 ml/hr, and a vtbi of 30 ml at 60 ml/hr). At 12:32 pm, two minutes after the final program completed, the device was powered off. At 12:51 pm, the pcu and pump module were powered on and the module immediately alarmed for ¿check IV set.¿ the user then restored the previously programmed infusion, with the rate at 60ml/hour and vtbi 30ml. The device again alarmed for ¿check IV set¿ and continued to alarm until it was channeled off at 1:09 pm. The total volume infused was 60.553ml. Testing found the device operating within specifications with no observations of unregulated flow. The event administration set was not returned for investigation. The root cause of the reported overinfusion and alarms was not identified.